Manufacturer narrative:
Completion of the device history record review has not been achieved, because the lot number is unknown. The device investigation and complaint confirmation have not been completed, because the device is unavailable. No manufacturing defects could be detected, because the device is unavailable.

Event description:
It was reported that a physician that is in-training, attempted arteriotomy closure using a starclose vascular closure system after a diagnostic procedure. Resistance was felt when advancing the thumb advancer, and the sheath was difficult to split. The device was removed and manual compression applied to achieve hemostasis. There was no patient consequence. No additional information is available.